Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a revision procedure for a different event, purulent drainage was noted, indicating the patient had an infection. Subsequently, a procedure to extract all implanted products was scheduled. This product was previously surgically abandoned and was extracted as part of the system revision due to infection. There were no additional adverse effects reported.